Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Force sensor error. During the procedure, after removing the catheter from the patient, it was found that blood seemed to have been penetrated in the spring part of the device. Provided photo. Changed to another catheter to continue the procedure. Error 106 was displayed on the carto system. A third device was used to complete the procedure. It is confirmed that there was no adverse event reported on patient. Additional information was received on the event. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically damaged. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-oct-2023, there was reddish material and a hole in the surface of the pebax observed. This event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on (B)(6) 2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 14-sep-2023. The investigation was completed on (B)(6) 2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, biological material was observed on the tip and the pebax of the catheter; however no external damages were observed on the device. Additionally alert 106 "force catheter sensor error" was observed on carto3 screen. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, both issues reported were confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: operational problem identified (c13) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the customer¿s reported ¿error 106¿ and ¿blood in the spring part of the device¿ and the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Manufacturer's reference number: (B)(4).